Event description:
The manufacturer received information alleging that a ventilator service required error code was found during preventative maintenance on a trilogy 202 device. The device was not in use on a patient at the time of the occurrence. The trilogy 202 device was being evaluated at a third-party service center service center when the reported issue occurred on the device. During the evaluation of the device, it had failed oxygen blending module (obm) calibration testing on this device. The third-party service technician found an error code, oxygen blending module (obm) accuracy urgent service, was observed on the device's error log. The third-party service technician further evaluated and determined the obm printed circuit assembly (pca) had caused the obm calibration testing to fail on the device. In conclusion, the device's obm pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the third-party service technician heard a loud whistling vibration when producing the high pressures and alleged it sounded like a valve was not seated correctly on the device. The third-party service technician inspected the device and found no fault with the device. This was unrelated to the reported issue. The device passed all final testing.